Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced a loss or change of therapy. The patient stated at times they have problems off and on. The patient reported the day before the report, they went several hours without going. The patient does not feel stimulation but thinks that therapy is turned on. It was recommended that the patient contact their doctor to have the ins battery tested. Additional information was received from the patient on (B)(6) 2017 . The patient reported that they found out that the device wasn't working and were waiting on the healthcare professional (hcp) to contact them to have it replaced. The patient stated that the device was no longer good. The patient noted they had it done back in 2008 and that it had been 7 years. The patient reported that they did a CT scan on (B)(6) 2017 because the patient had kidney stones and they were seeing if there were any changes. No further complications were reported or were expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.